Event description:
Placed first coil into microcatheter and it was deployed without incident. Second coil was in place, doctor proceeded to unscrew the delivery wire and the coil would not release. Attempted to pull the coil back into microcatheter and was met with resistance. Coil was presently entering the vertebral artery and hanging down into the aorta. The doctor then utilized a balloon catheter to back the coil into the artery,that they were trying to occlude. The pt did not suffer from any complications as result of this event.